Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the q12, q13, q16 and q17 transistors were shorted on the monitor defibrillator board. The cause of the test failure is the shorted components. The root cause for the aborted components could not be positively identified. No adverse event resulted from the strained cable.